Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include wear and tear causing heavy control knob or lever movement. The most probable cause of this complaint is traced to cause traced to component failure, expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the flex video scope exhibited detachment of the distal end. There was no patient involvement.